Manufacturer narrative:
Device label code for f10. Position 1: 1738. Device label code for f10. Position 2: 1701. Device label code for f10. Position 3: 1738. Iab was received intact for eval with balloon completely unfolded. Visual examination revealed entire extrocorporeal tubing to be absent from y-fitting. Underwater leak testing revealed no leaks in returned portion of iab. As a test, the iab was placed in atest chamber having a 75 mmgh back pressure to simulate pressure within aorta (after a lab extracorporeal tubing was attached to the y-fitting). Iab fully inflated and functioned normally when attached to system 90 iabp in lab. No alarms were triggered on pump. After 2 minutes of pumping, pressure strips were recorded. Strips confirmed that balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during lab iabp testin. Thus, lab examination revealed no defects in returned portion of iab. Probable cause of difficulty: it was not possible to determine the cause of the reported difficulty based on event description and examination. A false balloon leak (indicated by pump alarm) or excessive alarms may be attributed to one or more of following: * pump detected condensation or blood within line (perhaps from a previous balloon leak). * there was a loose connection between iab and pump or between pump and safety chamber. Checking these connections may have alleviated problem. * iab catheter kinked either within pt or outside pt. This kinking may have inhibited flow of gas into and out of balloon membrane during iabp causing pump to sense a loss of gas. * pump needed servicing. Having opportunity to have examined entire balloon catheter may have provided some additional insight into encountered difficulty. Although conjectural, a leak in unreturned portion of device may have contributed to reported leak alarms.

Event description:
Event: (cc# 97-00432) the iab leaked. Blood was noted in the tubing. An alarm sounded from the pump. [Event complications]: unknown - reported 4/18/97; none - reported 5/8/97. [Pt's current status]: unk-rpt'd 4/18, 5/8/97.